Event description:
The customer tested his blood glucose and received a reading of 262 mg/dl using his contour meter. He took 20 units of insulin based on the reading. The customer stated that after 3 hrs he was shaky and not feeling well. He retested his glucose and received a reading of 50 mg/dl. The customer ate something sweet and drank some juice to raise his blood glucose level. He did not require outside medical attention. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.